Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and the right ventricular lead integrity alert triggered. The analyst noted that beginning (B)(6) 2015, the v sensing integrity counts were up to 27, and a vt-ns high-rate episode with evidence of oversensing was noted. Additionally, beginning (B)(6) 2015, the rv pacing impedance measured 1368 ohms, up from 494 ohms, and the rv lead integrity warning occurred on (B)(6) 2015 for sensing integrity counts greater than 30 in three days, and rv lead impedance variation in the last 60 days. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing sensing integrity counter (sic) and high impedance due to a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.